Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v886710, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient told her doctor, who told her to call the manufacturer representative. The patient did not know the representative, so called the manufacturer. The patient stated that stimulation was working fine and then ¿a couple months ago¿ she had a return of symptoms. The patient noted that she also had a fall ¿a couple months ago¿ as well. After the fall the patient was put on a heart monitor and the doctors determined she fell due to ¿atrib.¿ the patient also had her gall bladder removed and her knee replaced. The patient mentioned that she had a few stays at the hospital, but they were unrelated to the therapy. The patient was on program 1 at the time of the report and had always felt stimulation at 2.3 or ¿something like that.¿ the patient was concerned that she was on a setting of 5.9 and felt stimulation comfortably. The patient increased to 6.0 and it was too strong while standing and it made her toes curls, so she decreased back to 5.9. The patient intended to stay at this setting and track symptoms. Additional information was requested, but was not available as of the date of this report.